Event description:
The hosp reported that during a triple conronary artery bypass graft procedures, the last two loops did not fully unravel for two of the grafts and the seal cracked while preparing for the third graft. For the first two graft procedure, the surgeon removed the heartstring without damaging the anastomosis. For the third procedure the surgeon used a replacement unit to complete the procedure. No pt complications were reproted by the hosp.